Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of septum plug loosen was confirmed and was due to insufficient medical adhesive between septum plug and septum cavity. The device was tested and no electrical anomalies were found.

Event description:
It was reported that during implant, the physician screw the hex screw in a wrong way and screw it out of the silicone ring. The device was not used.